Event description:
It was reported that a lead was causing discomfort on the patients right leg. The physician tried to reposition the lead that was causing irritation, however, opted to abort and explant the lead after multiple attempts. No device malfunction suspected. The patient was doing well postoperatively, and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.